Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant severe pain'), genital haemorrhage ('bleeding'), hiv infection ('hiv') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sad, loss of energy, decreased appetite and insomnia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal scarring ("vaginal scarring"), endometriosis ("endometriosis"), infection ("infection/multiple infections"), urinary tract disorder ("urinary problems"), bacterial vaginosis ("bacterial vaginosis"), hiv infection (seriousness criterion medically significant), depression ("severe depression"), anxiety ("anxiety"), autoimmune disorder (seriousness criterion medically significant) and autoimmune thyroiditis ("hashimoto"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal scarring, endometriosis, infection, urinary tract disorder, bacterial vaginosis, hiv infection, depression, anxiety, autoimmune disorder and autoimmune thyroiditis outcome was unknown. The reporter considered anxiety, autoimmune disorder, autoimmune thyroiditis, bacterial vaginosis, depression, endometriosis, genital haemorrhage, hiv infection, infection, pelvic pain, urinary tract disorder and vaginal scarring to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral grade I tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: plaintiff information form received. Event "autoimmune thyroiditis" was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant severe pain'), genital haemorrhage ('bleeding'), hiv infection ('hiv') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sad, loss of energy, decreased appetite and insomnia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal disorder ("vaginal scarring"), endometriosis ("endometriosis"), infection ("infection/multiple infections"), urinary tract disorder ("urinary problems"), bacterial vaginosis ("bacterial vaginosis"), hiv infection (seriousness criterion medically significant), depression ("severe depression"), anxiety ("anxiety") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal disorder, endometriosis, infection, urinary tract disorder, bacterial vaginosis, hiv infection, depression, anxiety and autoimmune disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, bacterial vaginosis, depression, endometriosis, genital haemorrhage, hiv infection, infection, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral grade I tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant severe pain'), genital haemorrhage ('bleeding'), (B)(6) and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included feeling sad, loss of energy, decreased appetite and insomnia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal disorder ("vaginal scarring"), endometriosis ("endometriosis"), infection ("infection/multiple infections"), urinary tract disorder ("urinary problems"), bacterial vaginosis ("bacterial vaginosis"), (B)(6) (seriousness criterion medically significant), depression ("severe depression"), anxiety ("anxiety") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal disorder, endometriosis, infection, urinary tract disorder, bacterial vaginosis, (B)(6), depression, anxiety and autoimmune disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, bacterial vaginosis, depression, endometriosis, genital haemorrhage, (B)(6) infection, infection, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral grade I tubal occlusion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.